Event description:
It was reported the patient was experiencing random heating which began at her scs ipg pocket site and moved to her right hip. The sensation occurred regardless of stimulation and would dissipate over time. It was also reported that it was later found that the scs ipg had migrated. As a result, the scs ipg was explanted and replaced. The new ipg was implanted in the original pocket but sutured differently to prevent migration. The heating resolved with the surgical intervention.

Manufacturer narrative:
UDI(di: (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.